Event description:
Pt intubated on (B)(6) 2021 at 08:32 with size 8 cuffed endotracheal tube pre operatively for re-do of mvr which proceeded without issues and case was completed without complications. Pt was transferred to the ICU post op for overnight monitoring at 17:17 and developed an ett leak at 19:46. A stopcock was placed and leak continued. The patient was maintaining good o2 sats and volumes so he was extubated and remained stable without ventilator assist. No circumstances that would have contributed to the leak were found. The patient has bacteremia and fungemia associated with substance abuse including drugs and alcohol. This is not his first episode of valve issues and bacteremia related to infections. He remains in the hospital awake and alert on appropriate antibiotics and fungicides being followed by ID consult. Pt was seen by psychiatry and offered assistance and referral to help him with his addiction problems. This is the second of three reports of leaks that I will have made since (B)(6) 2021 after this report and the next one I am submitting are completed today. FDA safety report ID# (B)(4).